Event description:
It was reported that the device was difficult to retract. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The maximum diameter of the left atrial appendage was 25mm, and the shape of the left atrial appendage was funnel shaped. The 30mm device was selected and deployed. The position was good, however, when the tug test was performed, it came off. Since there was a risk of the device dislodging it was completely retracted. When it was completely retracted, severe resistance was felt on the sheath, so the sheath was taken out from the patient's body and the tip was inspected. The tip was deformed so it was replaced with another sheath and the procedure resumed. The compression ratio of the 30mm device was 20% and the size was appropriate, but considering the funnel shaped laa, a 33mm device was selected and deployed. Because the position was good, a tug test was performed, but it came off and there was a risk of the anchor to fall off/dislodge as it was not fixed/stuck, so the device was completely retracted. A 27mm device was selected and deployed by placing it distal. It was observed to be fixed during the tug test, the compression was in the 10% range, and the procedure was completed after it was released because it satisfied/met the release criteria.

Manufacturer narrative:
Returned product consisted of a watchman delivery system with the implant inside the sheath. The device was bloody, and the implant was deployed during the lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defects with the device. The implant anchors were damaged from use in the procedure, so the functional testing of the device could not be done. The reported tip damage was confirmed, although the recapture difficulty could not be confirmed.

Event description:
It was reported that the device was difficult to retract. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The maximum diameter of the left atrial appendage was 25mm, and the shape of the left atrial appendage was funnel shaped. The 30mm device was selected and deployed. The position was good, however, when the tug test was performed, it came off. Since there was a risk of the device dislodging it was completely retracted. When it was completely retracted, severe resistance was felt on the sheath, so the sheath was taken out from the patient's body and the tip was inspected. The tip was deformed so it was replaced with another sheath and the procedure resumed. The compression ratio of the 30mm device was 20% and the size was appropriate, but considering the funnel shaped laa, a 33mm device was selected and deployed. Because the position was good, a tug test was performed, but it came off and there was a risk of the anchor to fall off/dislodge as it was not fixed/stuck, so the device was completely retracted. A 27mm device was selected and deployed by placing it distal. It was observed to be fixed during the tug test, the compression was in the 10% range, and the procedure was completed after it was released because it satisfied/met the release criteria.